Manufacturer narrative:
G4:08feb2021. B4:10feb2021. The service engineer (se) inspected the device. The se could not duplicate the reported issue, however confirmed in the ventilator diagnostic reports the reported error code. The se replaced the data acquisition board. In addition to the initial reported issue. The se also found the navigation ring was unresponsive, so the front bezel was replaced. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had a check vent: machine pressure sensor auto-zero failed alarm occurred. There was no patient involvement.

Manufacturer narrative:
G4:17apr2021. B4:20apr2021. A data acquisition board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.